Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused retrieval difficulty, the filter was embedded with a low-lying hook and was removed using forceps in the jaws of life of life technique during a complex removal surgery. The patient reported becoming aware of tilt, perforation of filter struts into organs and filter embedded in wall of the ivc, approximately six years post implant. The patient also reported anxiety related to the filter. According to the medical records the indication for the filter implant was right popliteal deep vein thrombosis (dvt), with inability to anticoagulate due to acute stroke, residual left sided weakness. The filter was placed via the left common femoral vein and successfully positioned in the infrarenal position above the common iliac vein bifurcation. The patient tolerated the procedure well. The patient¿s history is notable for prior stroke, a patent foramen ovale, hypertension, hyperlipidemia. Two days prior to the filter implant the patient underwent mechanical thrombolysis of the right sided m1 artery with a penumbra device. Approximately two years and three months post implant a CT scan of the abdomen was performed for weakness, nausea, body aches and diarrhea. Results of the noted a non-occlusive filling defect, concerning for thrombus, cephalad to the ivc filter. At the level of the filter and caudally in the common, external and internal iliac veins, extending into the common femoral and proximal superficial femoral veins, findings concerning for extensive acute thrombus. A left renal cyst was noted as well as posterior fixation of l3 and l4. The following day the patient had another non-cordis ivc filter placed suprarenal. The indication for the second filter was ivc filter occlusion and thrombus up to the level of the renal veins, acute on chronic. The next day CT angiography of the chest was performed, results indicated no evidence of pulmonary embolism. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Blood clots, clotting and occlusive thrombosis within the filter and/or vasculature does not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Anxiety is an emotion characterized by an unpleasant state of inner turmoil, often accompanied by nervous behavior, somatic complaints, and rumination. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Per the implant records, the patient was reported to have sustained a right middle cerebral artery infarct. Ultrasound revealed a deep vein thrombosis (dvt) in the right lower extremity; therefore, placement of an inferior vena cava (ivc) filter was recommended due to inability to anticoagulate. Bilateral groins were prepped and draped in the usual sterile fashion, and the left common femoral region was anesthetized. Using seldinger technique, the left common femoral vein was catheterized with the ivc filter introducer. With the aid of a guidewire, the introducer sheath was advanced into the distal common iliac vein. At that point, controlled venogram was performed showing the location of the iliac vein bifurcation and the takeoff of bilateral renal veins. The optease ivc filter was successfully positioned in the infrarenal position above the common iliac vein bifurcation. A controlled venogram confirmed successful position of the filter and normal filling of all the remainder venous circulation. The patient tolerated the procedure well. According to the medical records the indication for the filter implant was right popliteal deep vein thrombosis (dvt), with inability to anticoagulate due to acute stroke, residual left sided weakness. The patient¿s history is notable for prior stroke, a patent foramen ovale, hypertension, hyperlipidemia. Two days prior to the filter implant the patient underwent mechanical thrombolysis of the right sided m1 artery with a penumbra device. Approximately two years and three months post implant, a computerized tomography (CT) scan of the abdomen was performed for weakness, nausea, body aches and diarrhea. Results of the scan noted a non-occlusive filling defect, concerning for thrombus, cephalad to the ivc filter. At the level of the filter and caudally in the common, external, and internal iliac veins, extending into the common femoral and proximal superficial femoral veins, findings concerning for extensive acute thrombus. A left renal cyst was noted as well as posterior fixation of l3 and l4. The following day, the patient had another non -cordis ivc filter placed suprarenal. The indication for the second filter was ivc filter occlusion and thrombus up to the level of the renal veins, acute on chronic. The following day, CT angiography of the chest was performed; results indicated no evidence of pulmonary embolism. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter, perforation of filter struts into organs and filter embedded in wall of the ivc, becoming aware of these events approximately six years after the filter implantation and further experienced anxiety related to the filter.

Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused: there is specific evidence that the filter was embedded with a low-lying hook and was removed using forceps in the jaws of life of life technique during a complex removal surgery. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. With the limited information provided the reported event could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient was treated with an optease vena cava filter but the filter subsequently malfunctioned and caused injury, damage, including, but not limited to there is specific evidence that the filter was embedded with a low-lying hook and was removed using forceps in the jaws of life of life technique during a complex removal surgery. As a direct and proximate result of these malfunctions, the patient suffered life threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.